Event description:
During an ICD follow-up performed on (B)(6) 2012, the sorin technician found several unexplained and unexpected spikes on real time egm during sensitivity and pacing threshold tests. Analysis and suggestions were requested.

Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.